Event description:
It was reported that during a carotid stenting procedure, deployment difficulties were encountered. The 85% stenosed lesion being treated was located in the internal carotid artery. The outer sheath distal radiopaque marker band moved on the carotid wallstent delivery system and partially captured the stent. It is not known if there were insertion difficulties. During the deployment attempt, the carotid wallstent could not fully deploy. The delivery system could not be withdrawn, and the pt was taken to surgery. The procedure was not completed due to this event. Pt status is reported as 'okay'. Add'l info has been requested multiple times regarding this event, however, we have had no response to our requests.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.